Event description:
The zio heart monitor patch did not pick up any of the heart events I was having. I can feel the aberration in heart rhythm not only internally but when I place my hand around my left ribcage, my hand can feel the heartbeat change. This monitor replaces the older holter monitor which may have had a lead in my lower chest area which may have more accurately picked up activity, versus zio patch which covers a small area on the upper chest.